Event description:
The customer reported that they received questionable results for four samples from the same patient tested for creatinine plus version 2 (crep). Of the four samples, one had an erroneous result that was reported outside of the laboratory. The sample initially resulted as 1.25 mg/dl and this result was reported outside of the laboratory. The physician did not believe the initial result as it did not correlate with the patient's clinical symptoms. The physician requested for the sample to be repeated. The sample was repeated and resulted as 0.99 mg/dl. The patient was not adversely affected. The crep reagent lot number was 696045 with an expiration date of 12/30/2014. The field service engineer investigated the analyzer and determined that the erroneous result was measured on disk a. The internal quality controls showed imprecision, but were still within acceptable limits. It was believed that there was a carry over issue. The field service engineer cleaned the r1 and r2 reagent probes and decontaminated the flow path of r1 and r2 on disk a. He ran a comparison after doing this and results of this comparison were ok. The issue was believed to be solved by the service actions. The analyzer was monitored and it was later determined that calibration signals and internal quality controls were shifting up over time. Due to this, it was believed that the issue still persisted. All fluid systems of the analyzer were then decontaminated including rinse stations of the sample and reagent probes. The water level at the rinse station was also adjusted. The controls and calibrations were then monitored after these actions and they seemed to be ok.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
It has been confirmed that the instrument is now ok.